Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report a loss of connection that occurred between the transmitter and receiver on (B)(6) 2016. Patient's mother was advised to reset the receiver. No injury or medical intervention was reported.